Event description:
It was reported the lead was explanted with laser due to having broken in 2 places and insulation had shredded "before they could get the laser to the lobes." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.